Event description:
It was reported the patient's stimulation was auto-reducing. The sjm representative met with the patient and diagnostic testing revealed normal impedance readings. The patient's scs system was also reprogrammed, however, the patient subsequently indicated her stimulation was again auto-reducing. The sjm representative met with the patient again for additional reprograming and verified the patient is still experiencing auto-reducing with all but 2 programs. The patient is to meet with the sjm representative for additional reprogramming as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.